Event description:
The customer contacted physio-control to report that their device powered itself off after charging the device for defibrillation energy. There was patient use associated with the reported issue; however no adverse effect was reported due to the reported issue. Physio-control has made multiple attempts to contact the customer in order to obtain additional information on the patient; however, no response has been received.

Manufacturer narrative:
Received the following patient information from the customer: patient identifier - (B)(6). Age or date of birth - 75 years. Sex - male. Weight - 150 pounds.

Event description:
The customer contacted physio-control to report that their device powered itself off after charging the device for defibrillation energy. There was patient use associated with the reported issue; however no adverse effect was reported due to the reported issue. Physio-control has made multiple attempts to contact the customer in order to obtain additional information on the patient; however, no response has been received.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue through review of the device's electronic records. The likely cause of the reported issue has been determined to be due to a field programmable gate array component (¿fpga¿) on the system pcb assembly. Timing issues in the fpga firmware may intermittently prevent a required system reboot following a defibrillator shock which results in the lockup issue. During the evaluation, the device lockup condition occurred once in every 800 to 1200 defibrillator discharge cycles. New fpga firmware has been created to resolve the timing issues that were identified. Validation testing of the new fpga firmware has confirmed that the updated firmware is effective in correcting intermittent device lockup issue following a defibrillator shock has been corrected. The customer received a replacement device.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered itself off after charging the device for defibrillation energy. There was patient use associated with the reported issue; however no adverse effect was reported due to the reported issue. Physio-control has made multiple attempts to contact the customer in order to obtain additional information on the patient; however, no response has been received.